Event description:
The user facility reported a 36-year-old female was implanted with an impella cp device for mechanical circulatory support. The patient developed bleeding at the impella cp insertion site. Impella site was still a little oozy with peel away in place and partial thromboplastin time 127.9 so systemic heparin was put on hold and the patient was given bicarbonate. Heparin was later started and the impella cp device was removed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.